Event description:
Customer reportedly obtained a result of 3.8 inr on the coaguchek xs system and 2.2 inr on a professional device during duplicate testing. No treatment information provided. No adverse event reported. Requested return of suspect system for evaluation.